Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2013 and the mesh was implanted. It was also reported that a perforated bladder had to be taken down and stitched and put back up again and then many issues afterwards. The patient experienced following post-op outcome approximately six years, such as utis, complete nerve damage, damaged floppy bladder, autoimmune disease, rashes and sores and restricted blood flow to pudendal and other nerves. It was also reported that the mesh has perforated through the neck of the bladder into the bladder and into the urethra which surgeons tried to remove but they found more at the back of the urethra and cannot be removed due to it being too dangerous. Slithers of mesh found. The patient was unable to take any further antibiotics due to excess amounts since insertion of mesh for infections and uti's. The patient is taking multiple medications including pain medications pea and three different estrogen insertions. It was reported that the date of explantation was (B)(6) 2014. No further information is available.